Event description:
A pt awoke at home in the middle of the night to a defib shock. A second shock occurred later in the morning. Physician advised to visit office. Evaluation showed evidence of insulation fracture at junction of clavicle and first rib. Right ventricular lead was found to be fractured.